Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced respiratory distress following their permanent implant procedure on (B)(6) 2021. In turn, medical intervention was undertaken to stabilize the patient followed by overnight observation. The patient has since been discharged from the hospital and patient is stable. Issue has resolved.